Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using aortic cutters, 5-pack (3.8mm), remove the lid when using the aortic cutter at the CABG operation and give up using the needle when the needle tip is bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.